Manufacturer narrative:
Correction: in the initial report the expiration date and manufacturing date were transposed the correct dates are as follows: section d4: expiration date: apr 12, 2027. Section h4: device manufacture date: apr 13, 2025. Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The customer reported that there was no suction on the liquid optics interface (loi) which occurred during docking/procedure activation and during laser treatment. The procedure was completed successfully. No additional information was provided.